Manufacturer narrative:
The subject device was returned to omsc for evaluation and the evaluation is still in progress. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified surgery using the subject device, the endoscopic image of the subject device was obliquely distorted and the user facility had to change the subject device with another but similar device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp.(omsc) for evaluation. The evaluation confirmed that the endoscopic image of the subject device did not look straight ahead but oblique direction view even if the angulation control lever was set to the neutral (straight) position. In the appearance inspection, deformation of the bending section, scratch on the bending section rubber, and crack on the adhesive in the bending section rubber were noted. After disassembling of the bending section, the evaluation confirmed broke of the inner part (metal mesh braid) within the bending section. Omsc concluded that the deformation of the bending section caused the reported event. Based on the scratch on the bending section rubber, it was surmised that the inner part broke due to physical force at the user facility. The instruction already warns; when inserting the endoscope into a trocar tube with a sealing, use a trocar introducer of ltf 5 mm scope (maj-1379) to prevent damage to the bending section of the endoscope. Do not angulate the bending section of the endoscope when the trocar introducer is attached to the insertion section. Damage to the bending section may result.